Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation trunk cable connector j702 on the distribution node pca was corroded, causing the service code. The root cause for the corroded connector was due to an ingress of liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).